Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by the clinicians a ¿randomly occurring channel disconnects.¿ no specific information was provided, in most cases they will reportedly detach the channel(s), reattach and restore the infusions. If there are no further issues the device remains in service and is not reported to biomed. No specific patient related information was provided. No devices will be returned for investigation this was a general issue discussed during conversation. The report was provided to bd representatives during their site visit. There was patient involvement but no harm.